Event description:
Oscor rx 58 tbv ventricular lead displays impending insulation failure with bipolar impedance readings of 290 ohms today. This is down from a high of 832 ohms 4/13/93. Unipolar ohms today measures 370 ohms. Pt referred for surgical replacement of the lead prior to insulation failure.